Event description:
It was reported that the tube was checked as per inflation of cuff. The patient was intubated and a sound was heard which sounded like a cuff leak. The patient was extubated and upon inspection no cuff problem, so immersed in water and found leak at pilot valve. It was reported that there were no ill-effects to the patient, and patient status reported as fine. It was reported that another device was used.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endobronchial tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.